Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, a nurse contacted animas on behalf of the patient stating that the patient is in the ER after having been on insulin injections after a call to animas customer support on (B)(6) 2012. The patient reportedly came off the pump on (B)(6) 2012 for an alleged pump malfunction, and was on a back-up plan of insulin injections at the time of the ER visit. There was no specific information available. There were no reported blood glucose values and the reporter did not specify any treatment. Troubleshooting could not be completed because the pump was not with the patient at the e.r. Customer support attempted to follow up with the patient and complete troubleshooting, without success. This complaint is being reported because the patient allegedly experienced an unspecified adverse event while using a potentially inadequate back-up plan for insulin delivery.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed moisture damage on multiple internal parts of the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values up to the date of the reported event. During investigation, the pump did not recognize the cartridge and ejected all the fluid from the cartridge during the load step of the ezprime function. Investigation for the alleged bg excursion could not be adequately completed due to moisture damage and the inability to load the cartridge.